Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during an annual device maintenance that the duodenovideoscope exhibited foreign object in the light guide lens and forceps elevator was found to be leaking. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d8, e1, h3, h4, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, an identification and definitive root cause for the suggested reported malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling. User may prevent the suggested event 1, 2 and 3 by following IFU below. ·important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.